Event description:
It was reported that a physician's (B)(4) handheld device would not turn on. The physician stated the handheld device was plugged in (charged) overnight, however, it would not turn on. A replacement handheld device was sent to the physician. Good faith attempts to obtain the dell x5 handheld device in question have been unsuccessful to date.